Event description:
A customer reported a suspect positive cyclesure 24 biological indicator (bi) after a completed cycle in their sterrad 100s sterilizer. The processed bi was reported as positive after a 24 hour incubation period. It is unknown if the load was recalled successfully. There are no reports of injury or harm from the event. The previous and subsequent bi results were negative. A field service representative was dispatched to assess the unit and stated there was no problem found. This medwatch report is being submitted as a malfunction because it could not be confirmed if the facility successfully recalled and reprocessed the load. At this time, no additional information is available regarding this event. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Device code: suspect positive bi.

Manufacturer narrative:
Asp received additional information stating that the customer recalled and reprocessed the load by following their processes. This complaint is no longer considered a reportable event since the load was recalled and reprocessed according to the IFU. This medwatch report may be considered void.